Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly, and a broken drive shaft was found within the telescope section of the device. The break in the drive shaft occurred 26.90 cm from the distal end of the connector shaft. Microscope inspection revealed that the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
Reportable based on the device analysis completed on 28 feb 2025. It was reported that visualization issues occurred. The 90% stenosed 3.0mm x 16mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a stent was implanted, the opticross imaging catheter was advanced to judge whether the stent was well apposed, but the picture was black and there was no image. After 3-4 attempts to reconnect, the problem continued. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly, and a broken drive shaft was found within the telescope section of the device. The break in the drive shaft occurred 26.90 cm from the distal end of the connector shaft. Microscope inspection revealed that the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
Reportable based on the device analysis completed on 28 feb 2025. It was reported that visualization issues occurred. The 90% stenosed 3.0mm x 16mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a stent was implanted, the opticross imaging catheter was advanced to judge whether the stent was well apposed, but the picture was black and there was no image. After 3-4 attempts to reconnect, the problem continued. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed that the imaging window was twisted.